Event description:
The customer reported the ventilator began alarming while in use on a pt. There was no pt harm reported. The respiratory therapist (rt) reported the ventilator had a set tidal volume of 750ml, but was displaying an exhaled tidal volume of 50ml. The rt reported looking for leaks on the ventilator and on the pt but found none. The rt reported the discrepancy went away and did not recur, however, the pt was removed from the ventilator as a precaution. The ventilator was initially checked out by hosp biomed who reported the ventilator failed extended self test (est) due to a crossover circuit fault. The respironics service technician was unable to duplicate the est failure. The service technician replaced the crossover solenoid as a precaution. Final testing was performed, and all tests passed per operating specifications.